Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges that the consumer went to plug in his charger on his scooter and it allegedly caught fire burning his carpet.

Manufacturer narrative:
The device was returned and evaluated. The thermal event inside the enclosure was due to the left lead on the ac receptacle being dislodged from the pcb of the charger.

Event description:
Provider alleges that the consumer went to plug in his charger on his scooter and it allegedly caught fire burning his carpet.